Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: universal cord --- leak. Distal end cap cover --- scratch. Bending section rubber glue --- worn out. Bending tube ---shorten. Switch 1 --- wear and tear. Biopsy channel --- wear and tear. Angulation: 170/160/140/140. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization (cds) processes. Pre-cleaning is performed by aspirating water through the instrument channel and suction channel. The air/water channel and auxiliary channel are flushed. The detergent used for pre-cleaning and manual cleaning is ddn9. Manual cleaning is performed by brushing the instrument/suction channel, the suction cylinder, the instrument channel port, and the distal end/areas around the elevator. The brush used for manual cleaning is infinid (ref brosec030) and vytil (ref cj-kedb-230-06). Manual disinfection is performed using anioxyde 1000. The automatic endoscope reprocessor (aer) used at the site is a medivators isa 2 cantel. Intercept plus is the detergent and rapicide a et b is the disinfectant. The endoscope is stored vertically in a simple cabinet with no drying function. Olympus is the maintenance company for the device. The scope is sterilized weekly using paillasse anios sterilization equipment and anioxyde 1000. The aer was also microbiologically tested, but the results were not provided. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled, and more than 100 colony forming units (cfu) of pseudomonas aeruginosa were identified. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which this medical device could have been a contributory cause.